Event description:
The customer called and reported the insulin pump alarmed motor error during priming. The insulin pump was not exposed to a strong magnetic field. Customer was not using the sensor feature on the insulin pump and was able to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.